Event description:
On (B)(6) 2013 clinic notes were received which indicated that the vns patient has sleep apnea. The relationship of the sleep apnea to vns was not indicated in the clinic notes. Good faith attempts for further information from the physician have been made but no additional information has been received to date.

Manufacturer narrative:
.